Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The malfunction could not be duplicated, however, the loose interconnect cable plug was fixed, the volt supply was readjusted, and the printed circuit board was reseated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system's c-arm would intermittently reboot. No pt injury was reported.